Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular procedure. Vessel morphology details were not reported. A reliant was used to balloon endurant aaa grafts. When using the reliant in the patient, the balloon did not inflate properly. Upon removal of the device from the patient, a longitudinal tear was noted during inspection. Another reliant balloon was used without issues to complete the case successfully. No clinical sequelae were reported, and the patient is fine. Evaluation summary: the balloon was present on the distal end. There was blood evident within the balloon. The balloon material had obvious longitudinal cut. The cut appeared to have been caused by a sharp tool or sharp edge. The balloon had a longitudinal cut that caused the inflation difficulties. No manufacturing root cause has been identified for this complaint. It is likely that the balloon might have caught on the introducer sheath or the rings of the pre-deployed endurant stent.